Manufacturer narrative:
(B)(4). Concomitant medical products: persona uc articular surface, catalog #: 42511200412, lot #: 63551546. Persona tibia, catalog #: 42532006401, lot #: 63744321. Persona cr femur tm, catalog #: 42502205601, lot #: 63417242. Palacos r 1x40 single, catalog #: 00111214001, lot #: 87494700. Palacos cement, catalog #: unknown, lot #: unknown. Customer has indicated product will not be returned as product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00846, 3007963827-2019-00056, 0001822565-2019-00847. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient is experiencing difficulty walking, pain and a burning sensation. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.